Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. Although it was reported that there was a suture deployment issue, the event is classified and analyzed as a suture retrieval issue; as the difference between the two failure modes is often not discernable to the user. The reported suture deployment issue was confirmed as a suture retrieval issue (posterior needle disengagement) was observed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated date of event. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery (rcfa) using the preclose technique prior to an endovascular aortic repair (evar). The arteriotomy was 6fr. Reportedly, when removing the plunger to get a taut suture, the suture-needle was released early. The knot was undone and the whole suture came out of the device. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 10fr the 18fr and the evar procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.